Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issues (reduced angulation and adhesive damage) were confirmed. In addition, the inspection showed signs of fluid ingression at the hand grip and leakage at switch 1. In addition, the device's switch 1 was found to be leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the gastrointestinal videoscope ¿does not reach corners and wear joints cardan rubber (nav quick scan)¿. The issue was identified during device maintenance and no patient or user harm was reported due to the event. The device was returned for evaluation. During inspection, the device was found to have foreign material present in the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.